Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device printed circuit board, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pcb was replaced, and the device passed all testing.

Event description:
It was reported that the circuit board was defective and giving the error code lec 41301. There was no reported patient involvement.